Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. When asked what drug was in the pump, the patient stated that it was something he had never taken orally. On (B)(6) 2020 the patient reported that he had his pump implanted because he was no longer using his spinal cord stimulator anymore. At the pump implant procedure, the hcp (healthcare professional) placed the pump and left the stimulator implanted. After implant, the patient noticed that the devices were placed so close together that his skin was pinching between the 2 devices. Once the pump site healed, the hcp went in and removed the stimulator. No further complications were reported/anticipated.